Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient received a vibratory alert and presented in clinic the next day. Upon device interrogation, an alert was noted for a decrease in ventricular lead for both the pacing and high voltage impedance. Trends showed a gradual decrease in pacing and high voltage impedance on the ventricular lead from the time of implant to the day of the alert. Programming changes were made. Patient was stable.